Event description:
It was reported the glass on the epg (external pulse generator) was broke. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the lower case and side bail covers were broken, the battery release, ring cover and the battery drawer were contaminated, the battery contacts were compressed, the keyboard was scratched and the heart lead flex was broken during repair. (B)(4).